Manufacturer narrative:
The left hand siderail swing arm weldment was broken. The siderail was replaced to resolve the issue.

Event description:
Information received indicated the siderail was broken and would not latch.